Manufacturer narrative:
During subsequent follow-up with the customer additional information was obtained. The reporter clarified that the fragment was only discovered during a follow-up surgery as a result of an artefact on an mr scan. There was medical intervention or prolonged hospitalization as the patient outcome post-surgical procedure went to intensive care unit (itu) after surgery. All available information has been disclosed. If additional information should become available, a supplemental medwatch report will be submitted accordingly.

Manufacturer narrative:
(B)(6). The device manufacture date is unknown. As of this date, the device has not been returned for evaluation; therefore, the reported condition cannot be confirmed and/or duplicated. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported from (B)(6) that a patient was readmitted for a revision surgery one month after a craniotomy procedure for a meningioma. According to the report, on the imaging, a brain abscess was found along with a foreign body with the density of metal under the skull in proximity to the craniotomy. The patient went to the theatre on (B)(6) 2015 for evacuation of the abscess. During the surgery, the foreign body was identified and removed. The foreign body was identified as a piece of metal that appeared to have come from a cutting burr device. According to the report, a possible metal caused the infection; however, it was not confirmed as it should have been sterile. There was patient involvement. There was medical or surgical intervention required as a result of the initial event. Information regarding the initial event was not provided. However, it was documented on the report that the date of incident was (B)(6) 2015. All available information has been disclosed. If additional information should become available, a supplemental medwatch report will be submitted accordingly.